Manufacturer narrative:
Investigation- no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Lot # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. *****update***** additional lot information was provided. There was no evidence to suggest the product was not manufactured to specification. No additional information in regards to the event have been provided.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation and the inability to retrieve the device". Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/10/2016 and is as follows: patient alleges that a gunther tulip filter was placed via the jugular vein on (B)(6) 2008 for bilateral pulmonary emboli. Patient alleges that outcomes attributed to the device include: vena cava perforation and device unable to be retrieved. Patient alleges no symptoms at this time. Patient alleges an attempt to retrieve the device in (B)(6) 2009. This was unsuccessful as patient alleges device still implanted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that per the (B)(6) 2009, retrieval report (attempted): "findings: inferior vena cava: at least 2 of the filter legs protrude beyond the opacified lumen of the vena cava and the filter is tilted to the right. No significant thrombus is seen trapped within the filter. Foreign body retrieval: attempts were initially made with a 15 mm amplatz snare to grasp the superior hook, however this lies against the posterolateral wall of the vena cava and was not able to be engaged. Filter was attempted to be repositioned using a tip deflecting wire, however this did not allow the superior hook to be snared. Exchange was then made for a 12 french sheath and using an angiographic catheter, a loop snare was created around the apex of the filter. Multiple attempts were then made to position the filter within the larger sheath, however the superior aspect of the filter was adherent to the wall of the vena cava and could not be pulled off the vena cava to allow retrieval. At this point no further efforts were felt to be safe or likely successful. The procedure was terminated. The sheath was removed and hemostasis obtained. The filter will be left as a permanent device. Impression: 1. No significant trapped thrombus within inferior vena cava filter. 2. The superior aspect of the filter is tilted and lies along the vena cava wall with it being adherent such that it could not be successfully retrieved. It will be left as a permanent filter". It was also reported the per the (B)(6) 2015, computed tomography-abdomen and pelvis with intravenous contrast: "findings: incidentally noted is penetration of the wall of the inferior vena cava by inferior vena cava filter legs. These findings were noted on the prior study and appear unchanged. Impression: 3. Inferior vena cava wall penetration by legs of inferior vena cava filter-stable since 2009".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation and the inability to retrieve the device.